Manufacturer narrative:
Date received by manufacturer used for date of event, device evaluated by bd service and not returned to manufacturing facility for evaluation a review of the complaint history record was performed for the sn (B)(4) which confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 01 sep 2015. The review was performed from the date of manufacture to the present date 13 apr 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the customer had a pump that gave channel error message and also had a broken inner door hinge plate, which were resolved by replacing the upstream pressure transducer and the inner door hinge plate. There was no patient involvement.